Manufacturer narrative:
A4-a6:unk. H6: off-label use acd<3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -10.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023, the lens was removed due to low vault without rotation. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found optic torn, and haptic torn/bent. Due to torn optic and haptic, width measurments could not be performed. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).